Manufacturer narrative:
Certificate of conformance review was performed for lot# 7663002779002, p/n 7035-90, expires october 2014; lot 7628002731002, p/n 7035-90, expires october 2014. All inspections passed. There are no nonconformances associated with these lots. In addition, the surgeon training and fmea documents were reviewed. No new risks were identified. Based upon the complaint info and investigation, there is no evidence to suggest that the device was out of specification. The most probable root cause for the revision surgery was incorrect placement of the ifuse implant. Late report of this adverse event is address under (B)(4).

Event description:
The index surgery was performed on (B)(6) 2012 without complication. One 7x45mm and two 7x35mm ifuse implants were placed. Post-operatively she was placed on touch down weight bearing (tdwb), touch foot to the ground for balance only. At 4 weeks, pt started to complain of numbness in her leg. Plain x-rays showed that one implant was close to the s1 neural foramina. Her activity was increased but she remained tdwb and another 4-week follow-up was scheduled. She was seen again on (B)(6) 2012 at which time she was having increased groin and right buttock pain, and pain radiating down her leg into the calf. A CT scan of the pelvis was obtained which showed that the distal tip of the most distal implant was abutting the s1 foramen. The surgeon decided to remove the lower implant on (B)(6) 2012. A new 7x35mm ifuse implant was placed anterior to the previous implant. It was reported that the pt is doing well based on follow-up. She is still tdwb on the right foot but is slowly increasing her activities. Her pain is significantly improved.